Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a valid lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer states that after giving an injection to a patient the safety shield wasn't attached well and fell off when the lpn was attempting to activate the safety shield causing a needle stick to the lpn.